Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, during a pelvic procedure, the images appeared overexposed. The examination was aborted and subsequently completed on an alternate system. A philips remote service engineer (rse) and a philips clinical application specialist inspected the system remotely. No system malfunction was identified. The investigation determined that the incorrect acquisition protocol had been selected by the customer. The customer was satisfied with the results of the investigation, and no further image quality issues were reported. At the time this complaint was received, philips did not have enough information to exclude the potential for a philips system malfunction, and as such, the complaint was reported. Since that time, it was identified that there was no malfunction with the allura system, and as such, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.

Event description:
It was reported to philips that the image appeared overlit, which impacted the procedure. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.